Event description:
The patient reports experiencing a decrease in sound quality. External equipment was exchanged; however, the problem was not resolved. Testing showed that the device was not functioning. Surgery to reimplant the patient's device has been scheduled.